Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 436 mg/dl. The customer¿s other blood glucose level was 190 mg/dl. The sensor glucose value of the customer was 145 mg/dl. The customer stated that their blood glucose and sensor glucose levels were not in acceptable range but insulin delivery was not suspended due to sensor glucose values. The customer over treated themselves due to sensor glucose values leading to hyperglycemia. Troubleshooting was performed for high blood glucose values. The device will not return for analysis.